Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that the 9600 system had no image on the monitor during a case. The image could be seen when the interconnect cable was moved. The procedure was completed. No pt injury was reported.